Event description:
It was reported that the right ventricular lead exhibited over sensing. The 531 mode switch episodes and stored egms were noted. The over sensing could not be reproduced with isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.